Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air/water leakage in the air/water channel" was confirmed. The following findings were noted during device evaluation: suction-cylinder has discoloration, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, screw stopper at the body control unit is replaced for preventive maintenance, due to wear of angle wire, bending angle in left direction does not meet specifications, plastic distal end cover has a scratch, adhesive around light guide lens has a crack, adhesive on bending section has a crack, connecting tube has a scratch, - universal cord has a wrinkle, universal cord has a scratch, knobs need to be adjusted (turning heavy). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Aw-cylinder/ aw-tube has foreign objects.

Event description:
The customer reported that the colonovideoscope knobs need to be adjusted (turning heavy). Found before use in a diagnostic procedure. Upon inspection and evaluation, air/water cylinder/ air/water tube has foreign objects, there was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual states detection methods associated with reprocessing issues in ¿cf-hq1100dl/I operation manual chapter 3 preparation and inspection¿, and preventative measures in ¿cf-hq1100dl/I reprocessing manual 5.3 precleaning the endoscope and accessories. 5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.